Event description:
Reportedly, as the operator was raising the table top with the pt on it, the table top suddenly dropped down approx 12 inches and table top vertical movement was no longer possible. Reportedly, the pt was not injured.